Event description:
Boston scientific received information that during a routine device interrogation the left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms in any configuration when using the lv tip. Sensing and threshold measurements were stable and within normal limits. Thus the programming was changed using the lv ring and impedances were within normal limits. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.